Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm, no back light anomaly, no excessive no delivery alarm and no product design dissatisfaction anomaly during test noted. Motor passed motor test. Pump received with cracked case display window corner. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone that the insulin pump motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had diminished battery life. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.